Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer could not remove the battery cap on the pump. Customer is also currently in the hospital. Customer was hospitalized on (B)(6) 2015 with a blood glucose level of 900 mg/dl. Customer had an upset stomach and was hospitalized due to insulin resistance. Customer was wearing the pump at the time of hospitalization. Customer's blood glucose level is now 217 mg/dl. Troubleshooting was performed but customer stated that they were still not able to remove the battery cap. Customer was advised to discontinue use of the pump if the battery is low. Customer was advised to monitor the pump closely if they continue to use the pump. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.